Manufacturer narrative:
(B)(4). G2: foreign: iran. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported in a journal article that one patient who underwent trochanteric slide osteotomy (tso) during total hip arthroplasty (tha), experienced a venous thromboembolism 3-week post-operative. No further information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H3: product information unknown and product not returned. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment 3 weeks postoperatively. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Hadi ravanbod, kaveh gharanizadeh, peyman mirghaderi, ahmad hassan, mansour abolghasemian. (2023) subtrochanteric shortening osteotomy provides superior function to trochanter slide osteotomy in tha for patients with unilateral crowe type IV dysplasia at a minimum of 3 years. Pgs. 1-10. Doi 10.1097/corr.0000000000002900.

Event description:
No additional information at this time.